Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patient was told that they had 1.5 years remaining on device, and the device declared eol shortly thereafter. The ventricular lead exhibited high thresholds and could have aided in the earlier than expected battery depletion.